Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. The customer declined assistance from tandem technical support regarding the issue and indicated that the cause was known. No additional information was provided.